Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse performed a total service call, system checks and an yearly preventive maintenance. The cse did not find an instrument error. The cse checked quality control and calibration data, which were acceptable. The cause of the (B)(6) result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A (B)(6) result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting (B)(6). A different sample tube from the same patient was then tested on the same instrument, also resulting (B)(6). The repeat (B)(6) results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the (B)(6) result.